Event description:
Boston scientific received information that this product was eroding through the skin. The patient was referred to another facility for extraction. Additional information was received that this device system was explanted. Infection was confirmed. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.